Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "off set self check failure - 1174" error message. Complainant indicated that the clinician manually ventilated the patient to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. An internal inspection found evidence of residual fluid contamination in the system which may have contributed to the customer's report. The vent was scrapped and a replacement was sent to the customer. The operator's guide advises users to utilize a disposable bacterial/viral between the wye circuit and the device to prevent particulates from entering into the system. Analysis of reports of this type has not identified an increase in trend.